Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed.. Upon evaluation, the response button covers were missing and the contacts were corroded. The cause of the inability to activate the monitor is the corroded contact. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's response buttons covers were missing and were not able to activate the device.